Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the set be received for eval.

Event description:
During an infusion via a hickman line, the customer reported noticing blood on the pt's sheets. On further inspection, they identified that the lower y-site injection port (rubber bung) had separated from the set resulting in a leak. The report suggests that the pt experienced some blood loss, however, from the reported info, there are no indications of serious injury as a result of this. The pt's IV access was secured and doctor informed.